Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H11. Additional narrative/data surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via implant patient registry and investigation that a 27mm aortic valve was explanted and replaced with a 27mm valve after an implant duration of 3 years, 6 months due to aortic insufficiency and pannus. Per medical records, the patient presented with recurrent fevers, positive blood cultures, there was no gross evidence of endocarditis nor graft infection, although pet scan showed positive are near root of aorta with high suspicion of graft infection. Severe mr with sam, and lvoto. The patient underwent mvr non-edwards porcine valve, redo-avr with reconstruction of nc sinus with pericardial patch, replacement of the ascending aorta and hemiarch using a 28mm hemashield graft. The aortic valve was removed as well as pannus formation. Another 27mm 11500a was implanted. Post procedure showed both valves had adequate function, and there were no complications. The patient was discharged on pod #6. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.